Event description:
It was reported that upon interrogation, four vf events had been stored, of which three had aborted shocks. All events show simultaneous atrial and ventricular noise. One shock was delivered. The noise was reproducible with arm movement. The patient reported accidently hitting his chest in the region of the device. A loose connector is suspected. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.